Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. The patient was brought in-clinic, and the noise could be reproduced during provocative testing. Rv lead damage was suspected, but could not be confirmed, to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.